Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit printed circuit board. The service engineer downloaded software onto the device. The ventilator passed self-tests

Event description:
It was reported that the ventilator's bottom display was showing horizontal lines. The ventilator was not on a patient at the time of the event.